Event description:
It was reported that when injecting sterilized water, it did not enter and leaked from the valve. The user tried injecting with another syringe, there was no reported issue and used the catheter as it was.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier ¿ hanscent. This investigation does not require a DHR review due to a closure letter not required for this complaint and this failure was confirmed. Labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that when injecting sterilized water, it did not enter and leaked from the valve. The user tried injecting with another syringe, there was no reported issue and used the catheter as it was.